Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was admitted to the hospital on (B)(6) 2017 due to a blood glucose in the mid-300 mg/dl range and diabetic ketoacidosis. The patient stated that he could not stop vomiting. The customer also experienced dehydration. He was placed in the ICU and treated via insulin drip. The customer was wearing the insulin pump at the time of his hospital admission. The insulin pump was not returned for analysis.